Event description:
It was reported "iabc inserted for acute stemi. Alarm helium loss customer cannot remember 2 or 3 alarm. Checked all connection ok. Alarm continued. Customer suspected iabc rupture. Iabc removed as patient stable".

Manufacturer narrative:
(B)(4). The reported complaint for "alarm helium loss" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Manufacturer narrative:
(B)(4) returned for investigation was a 40cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in cardboard box and was in a sealed biohazard bag. Upon return, the supplied teflon sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The iabc bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell hous-ing was examined, and no abnormalities were noted. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The fos (sc) connector was connected to the iabp. The pump status dis-played "not connected". Upon further checking, the fiber was found at approximately 26.3cm from the iabc distal tip. The full length of the fiber was confirmed present with no other notable breaks. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing meth-ods from manufacturing procedure. An external leak was immediately detected from the distal end of the bifurcate bushing. Under microscopic inspection, the leak from the bifurcate bushing occurred from the adhesive bond. No other leaks were detected. A lab inventory 0.025in guide-wire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history rec-ord (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "alarm helium loss" is confirmed. During the complaint investigation, an external helium leak was confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing adhesive, which caused the reported complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing adhesive. The probable root cause is manufacturing related. A corrective and preventive action (CAPA) has been initiated to address the issue.

Event description:
It was reported "iabc inserted for acute stemi. Alarm helium loss customer cannot remember 2 or 3 alarm. Checked all connection ok. Alarm continued. Customer suspected iabc rupture. Iabc removed as patient stable".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "iabc inserted for acute stemi. Alarm helium loss customer cannot remember 2 or 3 alarm. Checked all connection ok. Alarm continued. Customer suspected iabc rupture. Iabc removed as patient stable".